Manufacturer narrative:
UDI: (B)(4)

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2017, this patient underwent endovascular repair of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. After implanting the components, removal of the gore® dryseal sheath resulted in dissection of the right external iliac artery (reia). The physician decided to implant a bare metal stent (manufacturer unknown) to repair the dissection. The reason for the dissection was not reported to gore. The procedure concluded without any other reported issues.